Manufacturer narrative:
Analysis: product inspection notes blood residue is present on inner surfaces of the unit. Device specific info (mfg lot number) was not provided by the user. Product eval confirms the reason for return; a clean split (hole or cut) was found in the cannula tubing and the reported leak was confirmed during unit testing. The hole in the tubing is located 2.5 inches from the outlet side of the product and is measures 0.170 inches in length. Medtronic cannot determine conclusively how or when the material damage occurred. Event info shows that although pt blood loss was reported, the hcp indicated the pt did not require transfusion of additional blood products. Although requested, pump records are not available for review from the facility. Conclusion: no pt event. Results of device analysis are inconclusive; an exact cause cannot be determined for the reported product problem.

Event description:
Information received indicates that during bypass, a blood leak was detected in the product tubing and patient blood loss was reported. The unit was changed-out during the case with subsequent patient complication reported.